Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrest, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined. It was reported through the patient outcome that the patient passed away due to cardiac arrest. Additional information was received stating that the patient¿s death was not considered to be device related. It was unknown whether the device operated as expected because it was turned off due to the patient¿s condition. The device will not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 14nov2018. The current heartmate 3 left ventricular assist system instructions for use lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient passed away due to cardiac arrest. The death was not considered to be device related, but it was unknown if the device operated as expected as the pump was turned off due to patient condition after they came in.